Manufacturer narrative:
Correction on initial report: disregard concomitant pri tubing. The customer¿s report of leak was replicated during functional testing, but only when the female luer and smartsite were not securely connected. When securely connected, the set performed as intended without leakage. Visual inspection observed no defects on the extension set or the smartsite. Tactile examination found that the smartsite was completely fastened to the extension set. It was noted that there was residue found around the female luer. Functional testing was performed; the set was continually flushed multiple times yielding no leaks. Only when the set was completely unfastened did the set leak. Leak testing was performed; no leaks were found when completely fastened, but similar to functional testing, the set leaked when completely unfastened. The female luer of the extension set and the male luer of the smartsite were measured to verify it is within iso specifications. All components were confirmed to be within the required specifications. The root cause of the leak was not determined.

Manufacturer narrative:
Concomitant medical products: 20ml bd syringe; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of ceftriaxone was noted to be leaking at the connection between the smartsite connector and an extension set while connected to a patient's central line. There was no patient harm.